Manufacturer narrative:
The certain gold-tite hexed screw (iunihg) was not returned for investigation. Therefore, thorough visual evaluation could not be performed. The investigation was performed using the applicable instructions for use and risk files. Functional testing and dimensional analysis could not be performed since the product was not returned. No pre-existing conditions were noted on the per. The implant had been placed on tooth # 14 for approximately 1 year. X-ray and picture images were provided. However, the reported event could not be verified based on the image. DHR review could not be performed for the screw (iunihg) since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product and within specifications. A year-long complaint history review by item number (iunihg) was performed for a similar event and no complaint about nonconforming products was identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction for the screw and the reported event could not be verified. Based on the investigation, risk file review and IFU, the most likely cause determined from the investigation is patient parafunction (occlusal loading) over the implantation period.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Device lot number: not provided. Device was not returned.

Event description:
It was reported an abutment loosening. After further analysis, the doctor noted the abutment screw (iunihg) has loosened. It was also reported that there is no tooth at both sides of the implant to support bite force. Tooth location 14.